Event description:
As reported by the edwards field clinical specialist, during the tavr procedure the patient's right iliac artery ruptured and the placement of two covered stents and surgical repair was required. Per report, the patient was prepped for a surgical cutdown of bilateral groins for a transfemoral procedure supported by cardiopulmonary bypass (cpb). Serial dilation was performed using sizes 16-25fr dilators. When the 28fr dilator was introduced it would not pass the common iliac. After a few tries it was decided to abort the tavr procedure due to patient status. The physician performed a balloon valvuloplasty (bav) x2 to bridge the patient for a transapical tavr procedure in the future. The patient's blood pressure was difficult to manage but the angiogram did not show any extravasation and the team was ready to close. The anesthesiologist was having a hard time keeping the blood pressure up so they decided to place the patient on iabp. This was helpful but did not correct the blood pressure issue and after further investigation the team noticed bleeding from the right femoral site. The team placed an occlusive balloon and the patient's blood pressure stabilized. A 22fr sheath from a 23mm valve kit was used to provide tamponade. The vascular surgeon was called to help and two viabahn stents (10x10 and 8 x 10) were placed to cover the tear that was now visible. The vascular surgeon confirmed further surgical repair was required. The surgical repair was successful and the patient was brought to ICU recovery in stable condition. The iabp remained in place at 1:1. Multiple units of blood were given along with packed cells and other drugs. The team determined that the size of the iliac was not big enough to accommodate the 24fr sheath and felt that the dilators were not an issue.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral tavr procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicates the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. However, despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. The minimum lumen diameter for the rf3 (24fr) sheath is 8mm. In this case, the minimum luminal diameter (mm) for the access vessel was 7.9mm; there was mild vessel calcification and tortuosity; and difficulty was encountered while advancing the 28fr dilator into the patient's vasculature. Per report, the patient's vessel size (smaller than the recommended for the use of the 24fr sheath) contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.